Event description:
Health care professional reported a pt who had the device for several days, ejected the device by coughing despite the balloon being fully inflated. The balloon was tested outside the pt, and the balloon was unable to inflate with 15 ml.

Manufacturer narrative:
Based on the available info, this event is deemed reportable malfunction. Health care professional notes the issue occurred several times. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.